Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the c-cover, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. The events can be detected and prevented in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unknown diagnostic procedure. The intended procedure was completed successfully with the same device with only a few seconds of delay. The subject device was inspected before the procedure, and no anomalies were found. There was no reported injury or harm to the patient.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the distal end plastic cover was discolored and dirty. The customer's originally reported issue of image loss was confirmed; the evaluation confirmed no image. The following additional findings were also noted: electrical test failure on multiple criteria, assorted cracks and discolored components, crushed bending section, and leak check label smudged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during an unknown procedure, their evis exera lll gastrointestinal videoscope device had a loss and reappearance of image which occurred suddenly. Upon the receipt and inspection of the returned device on 26oct2023, it was discovered that the distal end plastic cover was discolored and dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.